Manufacturer narrative:
Attempts have been made to try to obtain further information about the case, but no response received with any additional information from the customer. This file is closed and can be reopened if additional information is received from the customer. There was no patient involvement reported.

Event description:
The customer called into technical support (ts) reporting that the device did a ventilator restart. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer has a code 1101 ¿ventilator restarted due to anomalies detected during operation¿, and prior to that was a code 3007. Per the service manual on code 1101, there is a note, if diagnostic code 1001 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. Further information is pending.